Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for pump error 15. The customer¿s blood glucose was 159 mg/dl. Customer went to test his blood glucose the meter was unable to connect to the pump. The customer performed the troubleshoot. Customer is able to complete pump rewind. Advise to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was not recorded in daily history. Explained pump will need to be replaced. The pump will not be returned for analysis.